Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In this case, it was reported that the paravalvular leak was due to the original valve suboptimal position as the valve was implanted deeper than 12mm, which caused paravalvular leak around the valve skirt into the left ventricle. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
Additional information was received that approximately five months post-implant, an echocardiogram showed moderate paravalvular leak (pvl). Subsequently, a second valve was successfully implanted valve-in-valve resolving the pvl. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed complete heart block (chb) and a permanent pacemaker was implanted. No further adverse patient effects were reported.